Event description:
It was reported that a solution administration set had simultaneous flow. The reporters stated that lactated ringer's solution, heparin, and normal saline were being infused by piggy backing the bags along with a bolus. Half of each bag was infused (250 ml out of 500 ml each); infusion rates were programmed at 999 ml/hr. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.